Event description:
The hosp advised that the nurse was unable to program the instrument in the drug, rate, calc mode during a code situation. The pt had coded three times prior. Hosp stated that this problem did not cause the pt death.